Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. The submitted controller event log files contained events from 18oct2025 through 22oct2025, and from 14nov2025 through 17nov2025. The log files captured backup battery fault alarms due to the backup battery not passing the load test on (B)(6) 2025 as well as from (B)(6) 2025 through (B)(6) 2025. The backup battery did not pass the load test due to the loaded voltage being below the acceptable threshold as compared to the unloaded voltage, triggering the alarms. The resolution of the alarms was not captured in the log files, but the alarms did not impact the system controller¿s ability to support the pump. The system controller (serial number (B)(6) was not returned for analysis. Provided information indicated that the backup battery fault alarms on (B)(6) 2025 initially resolved by reconnecting the backup battery. It was later reported that the patient was experiencing recurrent backup battery fault alarms. The backup battery was replaced on (B)(6) 2025, but the alarm reoccurred and would not clear by performing a self-test while connected to the power module. The system controller was exchanged to the patient's backup controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. An are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Section 5 of the IFU, ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 of the IFU, ¿system operations¿, explains how to properly replace the backup battery. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came in with an emergency backup battery (ebb) fault alarm which was resolved by reconnecting the ebb. Log files were submitted for review which captured the ebb fault alarms on (B)(6) 2025 that was the result of the ebb failing the load test which can occur when there is poor connection between the ebb and ebb cable. No other unusual alarms or parameter changes were observed within the log files. It was additionally reported that more log files were submitted for evaluation following the patient experiencing recurrent ebb fault alarms. The ebb was replaced on (B)(6) 2025, but the alarm reoccurred and would not clear by performing a self-test while connected to the power module. The patient had their controller exchange to their backup controller. The log file captured ebb faults on (B)(6) 2025 due to the ebb failing the load test.